Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed. Visual inspection failed also pump failed the ¿50ml cassette test¿ which confirms the reported event. Replaced the upstream occlusion sensor, connector and seal. Upon further investigation, found that the lens was scratched and the battery door gasket is peeling. Replaced the lens, lens seal, battery door, keypad and labels. Updated software. Performed dso/uso (downstream occlusion / upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passes all testing criteria.

Event description:
Upon investigation of a returned cadd solis hpca pump the upstream occlusion sensor was replaced. This malfunction could compromise the delivery of medication and contribute to an interruption of therapy. And also, this confirms the initially reported event of pump having cassette not attached error. There was no patient involvement, and no patient harm reported.